Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the pump¿s black box showed no loss of prime warnings. During investigation, the pump powered on to the verify screen with audible and vibratory features. The keypad was found to be fully intact, but was unresponsive to button presses causing the pump to be unable to move past the verify screen. The battery compartment was cracked and corrosion was observed inside the battery compartment. During testing, a leak test confirmed a leak in battery compartment. The pump cover was removed and moisture damage was observed on the internal components and on the keypad connector. The keypad buttons were unresponsive due to moisture damage to the keypad connector. There was no damage found to force sensor pins. The complaint of loss of prime was not duplicated during investigation and was not able to be adequately investigated due to internal moisture damage in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).